Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring, infection, and bleeding. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh erosion through vaginal wall, vaginal pain and pelvic pain. No additional information was provided. No additional information was provided. (B)(4) - urinary problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a mesh removal on (B)(6) 2011.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent dilatation and curettage and novasure ablation on (B)(6) 2011 by dr. (B)(6).